Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation from the front part of the garment rubbing on an incision the patient had from open heart surgery. The rubbing at the clasp area caused pus to form on the patient's incision. During a follow-up, it was reported that the patient's irritation improved but left a scar "because of the clasp on the (device) causing an infection."